Event description:
According to the reporter: at the flexible part of the shaft the protective cover broke. Device was not used at patient, no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The tube shaft was damaged posterior to the jaws. The rotation knob functioned without difficulty. The jaws extended and retracted with some difficulty due to the damaged sheath. The jaws were applied to test media and grasped the media without issue. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for sheath damage complaints. Replication of damaged sheath condition may be observed due to extreme handling during the application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Complete device evaluation codes provided. Evaluation summary provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).